Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insertion of the sensor was difficult and the sensor would not penetrate the skin. The customer also indicated that when the sensor was removed, the electrode was missing. The customer's blood glucose reading was unknown at the time of incident. No further details were provided.